Event description:
The patient reported that the atrial fibrillation had increased since the device was implanted. Follow up to the clinic indicated that the patient's device had occasional mode switching but was in normal sinus rhythm with atrial pacing most of the time due to the patient's atrial fibrillation. Records indicate that the device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.